Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation exhibited a low out of range shock impedance measurement. The patient was brought into clinic for follow-up and no anomalies were noted. The patient will be scheduled for further evaluation at a later date. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device and lead remain in service. Should additional information become available this report will be updated.

Event description:
Additional information was received and indicated that commanded shock was performed to test the integrity of the system. The physician noted the impedance measurement of 42 ohms and decided to continue to monitor the patient. The system remains in service. No additional adverse patient effects were reported.